Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that severe wear of the tissue pad and the reason for detecting errors might have been caused by the following: during output activation in seal & cut mode, the probe came into contact with hard tissue, metal or surgical instruments causing scratches on the probe; a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe causing an error; grasping section was closed without grasping anything while the device was activating in seal & cut mode, (this includes after tissue resection) causing the tissue pad to wear out severely; since the tissue pad was severely worn out, the non-insulated area and the distal end of the probe came into contact; the output was activated in seal & cut mode in state of above descriptions causing an error; grasping section was closed without grasping anything while the device was activating in seal & cut mode, (this includes after tissue resection) causing the tissue pad to several worn. This information is addressed in the instructions for use (IFU): " do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This event is associated with two device with reportable failures that are captured in medwatches with patient identifier (B)(6) (first device) and patient identifier (B)(6)(second device). This medwatch is for the second device. Due diligence is executed for this event. Whether the procedural tips and techniques instructions that were distributed on 09/27/2013 have been shared with the user facility is not available. No patient information, demographics, or pre-existing medical conditions will be provided no information is available of the devices used in conjunction with the device at the time of the event. The device was inspected before use with no anomalies noted. No information is available on the cables and bundling of cords of any other medical device. The device is returned and an evaluation completed for it. The ptfe pad (teflon pad) was inspected and found it is worn with metal exposed. The distal end of the device was inspected under a microscope and noted charred marks to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The user¿s complaint of probe damage error is not confirmed.

Event description:
The customer returned the device for a probe damage error received during a therapeutic prostatectomy procedure. The issue occurred at the end of the procedure. The procedure was competed with some unspecified additional time needed. . The patient did not need to be given any additional anesthesia. There is no reported harm or adverse impact to the patient. This was the second device used in the procedure. The first device was reported to have failed with a melted teflon pad. Upon evaluation of the returned device, it was observed that the teflon pad of this second device was worn with metal exposed. This medwatch is being submitted for the worn teflon pad with metal exposed noted during evaluation.